Manufacturer narrative:
The device remains in use and the patient continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported to the vad coordinator of hazard alarms and intermittent pump stops while on being supported by the power module. The patent presented to the hospital where the patient was admitted. The vad coordinator was able to duplicate low flows and intermittent pump stops by manipulating the distal percutaneous lead. The manufacturer's technical services performed a distal end replacement of the percutaneous lead. The repair appears to have worked.